Event description:
Same case as MDR ID: 2134265-2014-05163. It was reported that guidewire stuck on catheter occurred. The target lesion was located in the leg artery. An unspecified size journey guidewire was selected for use and advanced towards the lesion. Subsequently, the guidewire was deformed into a "j" shape and was stuck in the unspecified size coyote balloon catheter. The devices were removed completely by withdrawing the balloon with the guidewire still stuck inside. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).